Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - the article reported the events occurred in (B)(6) 2012. Additional details from the article. The author states that such situation may occur after deploying the starclose se device locator wings and next releasing the clip whilst applying excessive pressure to the flaccid vessel. No additional information. The device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The following event was noted during literature review: it was reported that after an iliac kissing stent procedure, hemostasis was achieved in bilateral femoral arteriotomies using starclose devices. Follow-up angiogram showed good hemodynamic effect and patency of the peripheral vessels. Vascular access sites were closed using starclose devices in both the left and right femoral arteries. On the second day after the procedure, the patient complained of persistent claudication of the right limb. A follow-up ultrasonography confirmed patency of both stents; however, a high-grade stenosis was discovered at the level of vascular access site in the right common femoral artery. Ultrasound imaging suggested that the stenosis had developed due to the posterior arterial wall becoming attached to the anchoring part of the closing device. A second femoral angioplasty was performed confirming the presence of a stenosis located at the puncture site in right femoral artery. A non-abbott stent was deployed across the stenosis but the radial force of the stent was not sufficient to detach the starclose device from the wall of the artery. Because of this, the stent was then fully expanded with a non-abbott balloon and the stenosis was resolved. The vascular access site in the left femoral artery was closed by compression. The patient's condition improved significantly and pain symptoms greatly diminished. The patient was discharged in overall good condition; he remained under observation and did not develop any symptoms of limb ischemia.